Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead displayed periodic low impedances of <200 ohms. Inappropriate vf detection due to noise was noted. This lead was explanted and replaced. There were no adverse patient effects reported. Should additional information become available, this event will be updated.